Event description:
Per complaint received by the customer, while in use on a patient in conjunction with a ventilator, the monitron display was freezing. The device would only reset if turned off and turned back on. No patient harm or injury was reported.

Manufacturer narrative:
This incident is being re-evaluated in (B)(6) 2024 as part of newly implemented procedures. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. The system was sent back to percussionaire for evalution. The event itself could not be re-created. At the time of this event in 2020, the monitron device was manufactured by an outsourced manufacturer. The monitron was sent to said manufacturer, in which they replaced a module on the motherboard and it was confirmed to correct the issue. No additional information was received on this incident. No patient harm or injury was reported. If any additional information is received, a follow up MDR will be filed.